Manufacturer narrative:
Report source: (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port weld. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured june 10, 2018 to june 13, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing only. A leak at the port weld was not observed. The reported condition of leak was verified. The cause of the condition could not be determined. The issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, as supplemental report will be submitted.